Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, during a plif while the final tightening, torque was not applied to the sfx cross connector even though the surgeon tightened with considerable force. After many attempts to tighten, the set screw of the sfx cross connector got stripped and the sfx cross connector could not be removed. Procedure was completed successfully with thirty(30) minutes of surgical delay. The sfx cross connector in question is a consignment and thus no maintenance/check is performed on the values of torque. The tip of the sfx torque driver shaft may have been stripped. No further information is available. This report is for one (1) unk locking/set screws. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown locking/set screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.